Event description:
Reporter alleged discrepant blood glucose results of hi (>600) back to back with a result of 151 mg/dl, when tests were performed within 5 minutes. Another comparison of 319 mg/dl versus 151 mg/dl was also obtained when testing was performed within 5 minutes apart on the advantage system. The location of the comparisons was not provided, however, customer stated he took sliding scale insulin and ate as a result. No other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549607 with an expiration date of 04-30-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.